Event description:
It was reported that on (B)(6) 2021 at 03:03:34 pm in room 820p, the monitor did not sound/alarm for a bradycardia and the patient was found unconscious as the customer entered the room. The device was used for patient monitoring at the time of the alleged malfunction. It was reported that the patient was found with bradycardia and unconscious. Additional information about the patient outcome has been requested.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that on (B)(6) 2021 at 03:03:34 pm in room 820p, the monitor did not sound/alarm for a bradycardia and the patient was found unconscious as the customer entered the room. The device was used for patient monitoring at the time of the alleged malfunction. It was reported that the patient was found with bradycardia and unconscious. Additional information about the patient outcome has been requested.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that on (B)(6) 2021 at 03:03:34 pm in room 820p, the monitor did not sound/alarm for a bradycardia and the patient was found unconscious as the customer entered the room. The device was used for patient monitoring at the time of the alleged malfunction. It was reported that the patient was found with bradycardia and unconscious. Additional information about the patient outcome has been requested.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. The rse pulled and reviewed the log files. Bradycardia is actually generated at 15:03:34 at the monitor, rings at the monitor and then at the control unit. This is recorded in the black box of the central at 3:03:51 p.m. It ends 30 seconds later. And it goes off again at 3:04:03 p.m., and rings the monitor and the control unit in the same way. But an acknowledgment action (silenced alarm) is made by the customer to the monitor 10 seconds after it is triggered, this has the effect of ending the alarm a few seconds later. The engineer performed an evaluation/analysis and determined the device was working as intended with no failures found.the acknowledgment action / silencing of the alarms represent a user issue. The customers issue was resolved by providing information about which alarms were present and how the different alarm messages look like.